Event description:
It was reported that during interrogation of the pulse generator the message -diagnostics cleared due to invalid data- was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes during follow-up on (B)(6) 2014 a diagnostics message appeared again. The diagnostic histogram data could not be confirmed.